Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted. The keypad appeared intact with no lifting or peeling observed, the up/down/contrast/ok keypad buttons intermittently responded to user inputs during testing, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons are unresponsive when pressed. There was no adverse event associated with this complaint.